Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that one package is empty, there is no suture inside.

Manufacturer narrative:
Corrected data: d1: brand name; d4: model and catalog number and lot number changed according to the picture provided by the customer. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample from the customer but a picture showing an empty race-pack (only the plastic support), where the suture is missing. According to the customer information received, only 1 unit in a box of 12 units was found with this issue. Upon internal investigation, this issue took place by human error during manufacturing process. The vision system of the winding machine sorts out the non-conforming units. Probably, the operator by mistake recovered this unit rejected and did not check that there was no product inside the package. Taking into account that there are no previous complaints of this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Nevertheless, we take note of the incidence and the personnel involved has been informed to avoid that this issue happens again. Reviewed the batch manufacturing record, there were no incidences related to this issue and this batch was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the picture received shows a unit that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.